Event description:
Edwards received notification from a field clinical specialist that during an off label alterra case via the jugular approach, there was crossing difficulty and 2 of the alterra tines were in-folded into the frame. As reported, the patient has a history of a glenn procedure. The alterra was deployed inverted through patient glenn into pulmonary artery (pa) and rail with super still through hepatic vein. When the commander delivery system was tracking through the rpa into the mpa and alterra, 2 of the tines were in-folded into the frame. The commander delivery system was rotated and attempted to push off of the in-folded alterra tines. All attempts were unsuccessful. The physicians ultimately decided that the best approach was to deploy the valve against the in-folded tines (instead of taking the entire system out to try to get the tines to revert back to normal). The valve was deployed successfully and no adverse events occurred. The patient was discharged next day with no complications.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted. Device remains implanted.

Manufacturer narrative:
The device was not returned for evaluation as it remained implanted. Therefore, a no product return engineering evaluation was performed. The device history record (DHR) review did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of frame damage was confirmed by the provided imagery. Due to unavailability of the device, engineering was unable to be perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance was unable to be determined. A review of the DHR, lot history, and complaint history revealed no indication that a manufacturing non-conformance contributed to the complaint. Additionally, a review of IFU materials revealed no deficiencies. The complaint stated, ''when the commander and delivery system were tracking through the rpa into the mpa and alterra, 2 of the tines were in-folded into the frame. The commander delivery system was rotated and attempted to push off of the in-folded alterra tines.'' The case notes revealed the delivery system ''advanced to the intended location using the pull-and-push technique. While advancing the valve, two struts from the alterra prestent were noted to be deformed. Multiple attempts were performed to reposition the struts but were unsuccessful.'' As observed in the imagery review, the valve appeared to interact with the inflow apices of the alterra prestent. If the delivery system is pushed forward during deployment, the apices can become over-engaged with the anatomy. The prestent apices fold over during valve deployment and pin itself in a folded position by the valve when over-engaged with the anatomy. Available information suggests procedural factors (interaction with delivery system, positioning and deployment technique) contributed to the event. However, a definite root cause is unable to be determined at this time. No device or labeling problem was identified during the evaluation. Therefore, no further escalation (CAPA/scar/pra) is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.